Manufacturer narrative:
Analysis was normal. No anomalies were found. Analysis testing found is-1 test leads would fully insert into the v-connector port with normal force. All connector dimensions were within specification. As received the v-setscrew was observed partially turned down in the v-connector port but was not blocking lead insertion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06539. It was reported that the patient presented for a generator change. During the procedure, the previously implanted right ventricular lead could not be inserted into the pacemaker even using lubrication. The physician replaced the device with another new pacemaker. The insertion issue persisted, but the lead was ultimately inserted. The cause of the issue was unknown. The patient was stable throughout the event.